Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse removed an obstruction from cta (closed tube aliquotter) bottom overflow fitting, replaced the cta drain line check valve, flushed the piercing probe, and re-aligned the piercing probe to resolve the issue. No further leaking was observed. The instrument software version is 5.0. (B)(4).

Event description:
The customer reported a contained leak from the cta (closed tube aliquotter) piercing probe on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.